Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's alleged post implant experience. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence and adhesions are both known inherent risks of the procedure and are identified in the IFU as possible complications. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard, not returned

Event description:
The following was reported to davol by the patient: (B)(6) 2010 - patient was diagnosed with a right inguinal hernia and underwent an inguinal hernia repair with implant of a bard/davol perfix plug. (B)(6) 2015 - patient experienced severe pain in his scrotum and groin area. Patient had a CT scan performed which indicated his spermatic cord was wrapped around the vas deferens and there was a recurrent hernia. (B)(6) 2015 - patient underwent a surgical procedure with removal of the bard/davol perfix plug and implant of a non bard/davol device. Per the patient, the surgeon found significant scarring as well as adhesions of the vas deferens to the mesh. The patient reports he is currently experiencing a dull pain and has a follow up appointment with the explanting surgeon.

Manufacturer narrative:
This is an addendum to the initial emdr as the patient has retained an attorney who has reported additional allegations of disability.

Event description:
The following was reported to davol by the patient: (B)(6) 2010 - patient was diagnosed with a right inguinal hernia and underwent an inguinal hernia repair with implant of a bard/davol perfix plug. (B)(6) 2015 - patient experienced severe pain in his scrotum and groin area. Patient had a CT scan performed which indicated his spermatic cord was wrapped around the vas deferens and there was a recurrent hernia. (B)(6) 2015 - patient underwent a surgical procedure with removal of the bard/davol perfix plug and implant of a non bard/davol device. Per the patient, the surgeon found significant scarring as well as adhesions of the vas deferens to the mesh. The patient reports he is currently experiencing a dull pain and has a follow up appointment with the explanting surgeon. Addendum, per information provided by the patient's attorney: as alleged by the patient's attorney, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's alleged post implant experience. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence and adhesions are both known inherent risks of the procedure and are identified in the IFU as possible complications. Addendum #1: this is an addendum to the initial emdr as the patient has retained an attorney who has reported additional allegations of disability. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the expiry date, explant date and date of event. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions, scar tissue and abdominal pain thereby underwent repair with mesh removal. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no.), e1, f3, f12, f13, f14, g1, g2, g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event), d4 (expiry date), d6b (date of explant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient: (B)(6) 2010 - patient was diagnosed with a right inguinal hernia and underwent an inguinal hernia repair with implant of a bard/davol perfix plug. (B)(6) 2015 - patient experienced severe pain in his scrotum and groin area. Patient had a CT scan performed which indicated his spermatic cord was wrapped around the vas deferens and there was a recurrent hernia. (B)(6) 2015 - patient underwent a surgical procedure with removal of the bard/davol perfix plug and implant of a non bard/davol device. Per the patient, the surgeon found significant scarring as well as adhesions of the vas deferens to the mesh. The patient reports he is currently experiencing a dull pain and has a follow up appointment with the explanting surgeon. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the sac was identified along the anteromedial aspect of the cord and was totally dissected away from the cord structures. A medium perfix plug was secured and the patch was reapproximated around the cord structure which was laid over the inguinal floor.¿ (B)(6) 2015 - patient visited hospital for right groin pain. (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with mesh removal. Per operative notes, ¿there was a lot of adherence from scarring. A piece of mesh on the anterior portion of the spermatic cord was excised and a larger piece of mesh near the internal ring which was entangled with the cord was also dissected free. The floor was reinforced with synthetic mesh and secured to the pubic tubercle.¿ attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence and patient had suffered from mesh entanglement with the spermatic cord which caused a partial vasectomy.